Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual of the sample noted two needles and a partial suture. One of the needles was received broken at the tip and detached from the suture; the tip wasn¿t returned. The other needle was attached to a partial suture. It was observed, under magnification, that normal instrument marks were present on the needle body. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap excision of lesion of uterus, the doctor felt anomaly and found that the needle tip had been missing. An x-ray was taken to search the needle tip but not found in cavity. The doctor continued closing the wound. It is unknown whether the tip had been missing from the first or broke in the middle of the surgery. The procedure was completed with another device. The status of the patient is with no problem.